Manufacturer narrative:
(B)(4). Device operates differently than expected. Incorrect or inadequate test result. No consequences or impact to patient. A product evaluation was conducted to investigate this issue. The evaluation required a field service representative visit. The field service representative found that a solenoid valve assembly was weak (worn out from normal use), causing continuous bubble mix. The part was replaced. The sample syringe was cleaned and a precision was run along with the quality controls . Based on the investigation and event details, no product deficiency was identified with the cell-dyn 1800 instrument. The issue was resolved after replacing a worn out solenoid valve assembly.

Event description:
The customer stated that the cell-dyn analyzer generated mismatched hemoglobin/hematocrit patient results due to discrepant hemoglobin results. The customer provided one example from one patient sample generated a hemoglobin result of 6.5 g/dl with a hematocrit result of 38%. The hemoglobin result from this patient was repeated at 9.2 g/dl with a hematocrit result of 29.9%. The customer ran the control data and found the mcv bias high. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A final report will be submitted when the investigation is complete.